Event description:
Additional information received that confirmed the procedure was prolonged for about 5 minutes to get a different scope hooked up and tested. The patient was under monitored anesthesia care (mac). The patient's current condition was reported as "stable/fine," and no patient injury was confirmed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, results of the legal manufacturer¿s investigation and correction. Updated fields: b5, d8, d9, h3, h4, h6. Correction to b1, b2, and h1. The device underwent a visual inspection and functional tests, and the customer¿s allegation was confirmed. Insufflation was compromised due to clog in the nozzle. The foreign material could not be analyzed as the substance was not available for sampling. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the procedure was not prolonged more than 30 minutes but about 5 minutes. Additionally, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked as serious injury. The h6 medical device problem initially reported would not cause or contribute to a death or a serious injury if it were to recur. The additional finding of a foreign material is a reportable event hence, updating b1 to product problem and h1 to malfunction.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01030. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colono videoscope was not insufflating correctly during a therapeutic total flexible colonoscopy. This caused the procedure to be prolonged for 30 minutes or more, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient or user harm.